Manufacturer narrative:
There has been no further information provided about this revision event. There is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
A patient is believed to have had an si joint arthrodesis revision procedure in (B)(6) 2018. The details of the revision procedure are not known. The performing surgeon has yet to respond to requests for further information.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening.

Event description:
The patient had staged bilateral si joint arthrodesis with the right side being performed in (B)(6) 2014 and the left in (B)(6) 2015. Three implants were placed on each occasion. The patient had some si joint pain relief initially but later complained that the si joint pain was worse than before. The surgeon determined that the implants were loose. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all the implants and replaced them with wider ifuse implants. The status of the patient following the revision is not known.